Event description:
The end user fell while using the rollator and fractured his ankle.

Manufacturer narrative:
The end user states that while ambulating inside his home with the rollator, the brakes did not hold. He stated the device went to the left and he fell to the right. He fractured his right ankle when he fell. His ankle was immobilized in a boot. The sample was returned and evaluated. The brake sys was tested and functioned as intended. The folding mechanism worked properly. The frame was slightly bent which may have occurred when the end user fell. No mfg defect was found. A root cause for the incident was not determined. We have no info to suggest the device caused the end user to fall. It is not known if the brakes were properly engaged at the time of the incident. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.